Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Furthermore, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 1:00pm. The patient stated that he obtained a result of "a97 mg/dl" using the subject meter compared to a result of "214 mg/dl" using another device, both results taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweating, dizziness and shaking" prior to the alleged product issue (date/time not provided). The patient stated that he was hospitalized on (B)(6) 2015 at 1:00pm, where he received hcp treatment of lantus insulin, increased dose from 24 to 30 units. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient was hospitalized and received hcp treatment after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.